Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, and the following was obtained: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. No. Does the surgeon believe that ethicon products (tvt-o / tvt abbrevo) involved caused and/or contributed to the post-operative complications described in the article? -no does the surgeon believe there was any deficiency with the ethicon product (tvt-o / tvt abbrevo) involved? No. Patient demographics: complications are all minor and currently none of the patients report problems. Citation: international urogynecology journal; 2019; doi: https://doi.org/10.1007/s00192-019-04077-7. (B)(4).

Event description:
Title: tvt-o vs. Tvt-abbrevo for stress urinary incontinence treatment in women: a randomized trial. The aimed of this study was to compare the efficacy, safety and complications of the trans-obturator midurethral sling from inside to outside (tvt-o) and of the shorter trans-obturator midurethral sling (tvt-abbrevo) for treatment of female sui. Between january 2013 to july 2016, 158 patients were randomized into either the tvt-o (gynecare, ethicon) or tvt-abbrevo (gynecare, ethicon) group. 79 patients (age range 55.8 ± 11.2 years; bmi range 26.9 ± 3.4 kg/m^2) had tvt-o procedure and 79 patients (age range 56.8 ± 8.9 years; bmi range 26.2 ± 5.8 kg/m^2) had the tvt-abbrevo procedure. Reported complications in tvt-o group included fever (n=1); urinary tract infection (n=2); urinary retention for up to 7 days (n=1); tape exposure (n=1); dyspareunia (n=2); de novo urgency (n=2); de novo stress urinary incontinence (sui) (n=4); groin pain (n=9); and chronic pain (n=1) in which pain requiring analgesic therapy 6 weeks after surgery. Reported complications in tvt-abbrevo group included urinary tract infection (n=3); tape exposure (n=2); dyspareunia (n=1); de novo urgency (n=2); de novo sui (n=4); and groin pain (n=1). It was reported that groin pain had resolved in all patients within 12 weeks with analgesic therapy for both tvt-o and tvt-abbrevo groups. In conclusion, tvt-abbrevo has similar efficacy and safety compared with tvt-o in women with sui; the use of a shorter sling reduces postoperative pain.